Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-09-04. It was reported the patient got in a car accident 2.5 weeks after the device was implanted. The patient had revision late in 2017. No further complications were reported/anticipated.

Event description:
A patient reported stimulation was not in the correct area since implant. The patient also stated her whole upper back was still burning where the leads were placed since implant (B)(6) 2016. The patient did not have a managing physician and physician listings were sent. The indication for implant was non-malignant pain.